Event description:
It was reported that the customer had a no motor error alarm on the insulin pump. The customer's blood glucsose level was 208 mg/dl. The customer wa advised that false motor error alarm may be caused by viewing the sensor glucose graph while the insulin pump is delivering a bolus. The customer was advised that the insulin pump will need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
Findings: no unexpected motor error alarms noted during testing. Passed displacement test, rewind test, basic occlusion test and motor test. Unable to prime during prime/a33 test due to faulty fsr (gold). Minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.